Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 38 mm diameter thoracic aortic aneurysm. It was reported that during a routine follow-up CT scan there was a large endoleak of unknown type found due to an unknown cause. The patient is asymptomatic with enlarging taa (size unknown). No intervention was performed and none planned. No further information was provided and no clinical sequelae were reported.